Event description:
The physician reported that a patient experienced an increase in seizures. It was noted that the patient's device would need to be interrogated to ensure that it was operating properly as the patient recently had surgery, and there was concern that the surgery may have caused some issues with the device. No information has been received to date indicating if the device interrogation and/or device diagnostics were performed. No other relevant information has been received to date.